Event description:
Reporter indicated that patient experienced bradycardia during intraoperative lead test. It was reported that the patient's heart rate was down to 40, but the patient recovered quickly without intervention and the surgery was continued without any further complications. Further follow-up revealed that the patient's device has since been programmed to on without further cardiac incident. The patient is reportedly doing well and is experiencing a reduction in seizures with the vns therapy.